Manufacturer narrative:
The reported high impedance issue was confirmed. Microscopic inspection found a kink on the outer tubing where all internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. E1 reporter phone number:(B)(6).

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As such, surgical intervention took place wherein the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.